Event description:
A nurse (rn) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The rn stated, the home patient (hp) had called her with report that a supply bag fell and disconnected. The rn stated, she advised the hp to cycle power to end therapy. The rn stated, she advised the hp to start over with new supplies the following day. The rn confirmed, she reviewed proper procedures with the hp and there was no patient injury or medical intervention required. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The rn stated the home patient (hp) had called her with report that a supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).